Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
A noisy baseline on the real time egm with deep inspiration / manipulation was reported relative to the subject lead, which was kept implanted.